Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported black rubber foreign material exiting the channel could not be identified or confirmed during inspection of the device. A definitive root cause of the issue could not be determined, as no additional information regarding the event or facility device reprocessing was reported or available. A leak in the biopsy channel was observed, however, the investigation could not determine whether the leak was related to the reported foreign object. The event may be detected/prevented by following the instructions for use sections below: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 3 preparation and inspection. 3.2 inspection of the endoscope. ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the device evaluation found that rubber material came out when resistance was felt and flushed through the port after. Additional findings include the following: there was a strong leak in the instrument channel, the plastic distal end cover had deep dents, the bending section cover adhesive had a crack, the forceps passage had a leak, there was a foggy image (the image was fine after aeration), the oes image was foggy (had black dots after aeration), the ultrasound medical image had a broken 2 echo signal #17 - 25, the control body had fluid evident (no corrosion after aeration), the scope connector had fluid evident (no corrosion), the ultrasound medical connector had fluid evident (no corrosion). The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope had a small black rubber piece come out of it during a procedure and during channel flushing in the sterile processing department (spd). The user facility provided additional information explaining that during the case, after the scope was inserted into the patient airway, the ebus needle was directed down the biopsy port, and it met resistance. Once this occurred, the biopsy needle and the scope were removed from the patient. The biopsy port was flushed with normal saline and a small black rubber piece came out of the scope. The scope was then discontinued from the case, and a new scope was brought in - the spd supervisor was then notified of the instance. The issue was found during an unspecified diagnostic procedure. There were no reports of patient harm.